Event description:
It was reported that the safety mechanism on the scalpel did not activate and the physician stuck himself. There was no intervention needed to the physician and the pt care was not affected. There was no delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.